Manufacturer narrative:
E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient was hospitalized due to high blood glucose on (B)(6) 2024. The patient was admitted form (B)(6) 2024 to present. The blood glucose level during the event was 570 mg/dl. No further information was available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary: the complaint (B)(4) has been evaluated. The batch 6004890 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with[?]work instruction guideline for test of reference samples buid-umd version 11 for the code leakage from connection between the tubing connector and the infusion set (cannula part/base piece). Complaint investigations: the following test was performed: visual test according to with work instruction version (B)(4) on reference samples, (B)(4) samples out (B)(4) samples passed the test. Functional test (B)(4) according to with work instruction version (B)(4) test on returned reference samples, (B)(4) samples out (B)(4) samples passed the test. Functional test (B)(4) according to with work instruction version (B)(4) test on returned reference samples, (B)(4) samples out (B)(4) samples passed the test. A batch record review was conducted] resulting in the following: the lot 6004890 was manufactured according to the document version (B)(4) on the multivac (B)(4), on (B)(6)2024, with a total of (B)(4) units. Review of the device history record (DHR) showed that all relevant tests required during the related process had been fulfilled and met the requirements. A query was run in trackwise against malfunction code leakage from connection between the tubing connector and the infusion set (cannula part/base piece) and lot 6004890 and no other one complaint has been registered in tw since the last 12 months. Conclusion summary of the related event: as a result of the following: harm no reportable, no defect on tests, no non-conformance (nc) raised during production, no other complaint received on the lot in question, no further actions are required. Therefore, this issue will be monitored through the post marketing surveillance (pms) product trends and malfunction according to the market quality review (omqr) procedure.

Event description:
To date no additional patient or event details have been received.